Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after the implant procedure, the right atrial lead dislodgement was discovered on (B)(6) 2019. The lead was capped and replaced on (B)(6) 2019. The patient had no consequences due to the event.

Manufacturer narrative:
Device not returned as the lead was explanted and not returned.

Event description:
New information noted that the lead was explanted instead of being capped.